Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was not oscillating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the turn knob would not turn, and the trigger was binding. During repair it was observed that the straining ring came loose off the oscillator head base, the turn knob to allow the blade to be inserted, the trigger was binding, and unknown liquid was found on the internal sub-assemblies of the device, the ball bearings were corroded, and the lock for the saw blade was worn. It was further determined that the device failed pretest for check saw blade coupling, and trigger test. The assignable root cause was determined to be due to wear from normal use over time, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿(B)(4).

Event description:
It was reported that the battery oscillator device was not oscillating. During in-house engineering evaluation it was observed that the trigger of the device was binding. It was further observed that the device failed trigger test check. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.